Event description:
It was reported that the patient with this pacemaker experienced a syncope event. The device exhibited low intrinsic amplitude out of range. The device remains in service. No additional adverse patient effects were reported.